Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device. A non-covidien service provider replaced the single board computer (sbc) and the issue was solved.

Event description:
It was reported that at a time of maintenance the ht70 ventilator was started up then the screen froze at 6 photo image. There was no patient involvement.

Manufacturer narrative:
Verified customer complaint that unit froze during post. Only the sbc pcb was received for analysis. Sbc pcb was installed into a test bed. Test bed was powered up three times and unit froze each time during post, displaying the bottom 3 images of the 6 image screen. (B)(4) for investigation of freezing during post. Software was released in response to this issue. Additional failure investigation is not required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance the ht70 ventilator was started up then the screen froze at 6 photo image. There was no patient involvement. Covidien was not authorized to evaluate/repair the device. A non-covidien service provider replaced the single board computer (sbc) and the issue was solved.